Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of blood results reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire on 02/28/2015. Reviewed meter memory: lo (B)(6) 2015 05:58:00 am fasting: yes; lo (B)(6) 2015 05:57:00 am fasting: yes; 179mg/dl (B)(6) 2015 03:30:00 am fasting: yes; 154 mg/dl (B)(6) 2015 04:19:00 am fasting: yes; 287mg/dl (B)(6) 2015 09:05:00 am fasting: yes. Customers concern: lo (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction consumer using out of date test strips. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expired 02/28/2015. Reviewed meter memory: (B)(6). Adverse event not reported.